Event description:
The doctor reported that the protective sheath to the ash split catheter came off and became lodged in the patient's tissue. A second incision had to be made in order to remove the sheath.